Event description:
Received allergan 68mp style breast implants in (B)(6) 2013. Less than 2 years later I started having serious medical issues including: shortness of breath, heart palpitations, heart palpitations, joint and muscle pain, brain fog, worsening depression, loss of hair, stomach pain issues, etc. I was diagnosed as having ms, because the doctors couldn't come up with any other reason for my symptoms. I don¿t believe I have ms though. Previously, I had been extremely healthy person and these health issues have completely ruined my quality of life over the past 5-6 years. I also carry the mthfr gene variant, which I believe may be why I and others who have the gene, have breast implant illness. This gene is vitally important to getting rid of toxins in the body and if it is mutated, one will have a much more difficult time dealing with a foreign item such as a breast implant. Unfortunately, I was not knowledge in this at the time I elected to have breast implants. I have been treated by numerous doctors and have had a cornucopia of testing for my pains, but to no avail. FDA safety report ID # (B)(4).